Event description:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022, a sample was collected and processed per pi on xpert xpress cov-2/flu/rsv plus at the dr.'s office. This resulted in sars cov-2 neg/ flu a neg/ flu b neg/ rsv neg. This was reported to the doctor. Patient was symptomatic. Later in the day, patient felt very ill and went to the hospital, where they were retested for sars cov-2 on an unknown platform, which detected sars cov-2. This was reported to the doctor.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022, a sample was collected and processed per pi on xpert xpress cov-2/flu/rsv plus at the dr.'s office. This resulted in sars cov-2 neg/ flu a neg/ flu b neg/ rsv neg. This was reported to the doctor. Patient was symptomatic. Later in the day, patient felt very ill and went to the hospital, where they were retested for sars cov-2 on an unknown platform, which detected sars cov-2. This was reported to the doctor. Review of data provided does not indicate any malfunction for this test run, upon interview, the customer received the report of discrepancy from the patient after the patient has recovered and been discharged from the hospital. No other information provided as to the comparator method or which hospital. No product malfunction, no deterioration of health for this case. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information." Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.